Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the f-38 alarm was determined to be damage to the force sensing resistors, due to the use of alcohol for cleaning. To correct the condition the force sensing resistors were replaced. The device was serviced and restored to a good working condition. If any additional information is received a follow up MDR will be sent. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced the f-38 alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.